Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2008, this pt was implanted with gore excluder aaa endoprosthesis. Final angiogram revealed both renal arteries to be patent. On (B) (6) 2009, follow up computed tomography angiography revealed partial occlusion of the left renal artery. The physician believes the trunk-ipsilateral leg component was originally placed in very close proximity to the left lower renal artery with it potentially partially covering it during the initial procedure. An angiogram was performed on (B) (6) 2009, and confirmed the left renal artery (the lowest renal artery) was occluded by the proximal end of the trunk-ipsilateral leg component. The physician did not intervene. The pt is doing well, with slight elevation of his creatinine to 1.7. The physicians will continue to follow the pt. The pt's aneurysm remains excluded without evidence of endoleaks.